Event description:
It was reported to st. Jude medical that during follow-up, a software reset was observed. Tts discusses downloading a memory map and sending it for analysis. The device was able to be successfully reprogramed and reinterrogated. Firmware reviewed the memory map and stated the device had several parity errors and had filled the counter. The device could have been reprogrammed but would likely reset again. Early battery depletion was also reported. The device was explanted.